Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a keyboard failure. A technical support specialist reinstalled the drivers and resolved the issue remotely. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a keyboard failure during a cardiac catheterization procedure. The customer stated that there was a delay of about five minutes and the required medication was heparin. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis medstation es tower had a keyboard failure during a cardiac catheterization procedure. The customer stated that there was a delay of about five minutes and the required medication was heparin. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, d5, e2, e3, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a keyboard failure. A technical support specialist reinstalled the drivers and resolved the issue remotely. The system functioned as intended after the technical support specialist troubleshot the device.